Manufacturer narrative:
Concomitant: product ID 37092, lot# unknown, product type accessory, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3550-39, lot# n341973, implanted: 2012-(B)(6), product type accessory. Product ID 39286-65, serial# (B)(6), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. It was noted that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment on (B)(6)-2014. It was further noted that the patient still had concerns with the device or therapy, but had not sought further help.

Event description:
It was reported that the patient was sent a replacement programmer and received it on the morning of the report. It was noted that the patient was not able to connect with the antenna attached. It was noted that the patient could connect with both programmer without the antenna. Additional information received reported that the patient was not able to make adjustments with the antenna attached. It was noted that this began over the weekend prior to the report. It was noted that the manufacturing representative determined it was a patient programmer antenna issue. It was noted that the patient went to the physician¿s office a few days prior to the report and the manufacturing representative made some adjustments and reset or rebooted everything. It was noted that over the weekend, it when ¿schizo¿, where the patient was getting electrocuted from the device because he would lay down and then was unable to adjust the settings because of the patient programmer antenna issue. It was noted that sometimes he would get it to work and sometimes it would not work. Additional information received reported that the programmer wouldn¿t do telemetry with the antenna. It was noted that the recharger worked. Anomaly appears to have occurred through product use. No patient harm was reported. Additional information received reported that the antenna jack was resoldered as a preventative measure and the faceplate was replaced due to scratches. No anomaly was found on the patient programmer.